Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and was not sensing. It was determined the lead had dislodged and pulled back into the pocket. An attempt to reposition the lead was made, however there were no available vessels. The lead was explanted and not replaced at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.